Event description:
The user facility reported that, after a failed attempted to implant impella cp on a patient, when the pump was removed it was noticed that automated impella controller (aic) purge disk holder was broken. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The aic was returned for evaluation and repair. The cause of the issue was a broken purge pressure sensor retainer. It is unknown how the retainer was broken. The failure modes will be monitored and trended.